Event description:
On (B)(6) 2012, the pt reported she noticed insulin leaking from the adapter a few days ago and she feels that her blood glucose has been erratic as a result. She stated that she noticed a damp spot on her clothes and found insulin pooling at the adapter. She stated the connection did not feel loose. She changed the infusion tubing and adapter to resolve the issue. The adapter had been in use for about 1 month and the infusion tubing had been in use for about 3 days. Her blood glucose was evaluated to 300 mg/dl the "other" day and she bolused 4 units of insulin. Her normal blood glucose range is 80-110 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The alleged adapter and infusion set were discarded. No product will be returned for eval.